Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The alarm was unable to be cleared. The pump was not being used for insulin therapy at the time of event; there was no impact to customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.